Manufacturer narrative:
Initial findings were confirmed. The instrument passed the entire startup sequence (recognition, engagement and initialization) multiple times without any issues. No issues were seen when the instrument was connected to an in-house e-200 generator, in terms of recognition and energy delivery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations could neither replicate nor confirm the customer-reported complaint of 'recognition issue'. The instrument was returned with a complaint about the recognition test failure. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and passed the energy recognition test on e100. The instrument passed the seal test successfully. Log reviews depicted e200 energy activation halted failures. The instrument was transferred to the engineering team for testing. Additionally, the instrument was found to have the jaw cover torn. The tears measured roughly .00815" x 0.1030". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the synchroseal instrument was not recognized. The procedure was completing as planned with no reported injury.